Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto-zero failed alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) was informed that the alarm occurred at the customer site. The device was restarted, and the same proximal pressure sensor auto-zero failed alarm occurred. When the device was evaluated at the philips repair center, the alarm could not be reproduced. The device's diagnostic report (drpt) was checked, and the diagnostic code for the proximal pressure sensor auto-zero failed alarm was confirmed, so the 3rd and 4th solenoid valves were replaced. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.